Event description:
It was reported while testing for sars cov-2 there was an interaction between the patient's physiology or anatomy and the device. This resulted in a mild injury which can be treated with minimal or no intervention. Eua#: eua(B)(4).

Manufacturer narrative:
H6: investigation summary this memo is to summarize the investigation results regarding your complaint that alleged a rough feel to the collection swab when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number unknown. Bd quality performs a systematic approach to investigate allegation of all swabs complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. The complaint was unable to be confirmed. There are no current trends against failed qc swabs components. Bd quality will continue to closely monitor for trends. There were no corrective actions taken at this time.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. . A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 there was an interaction between the patient's physiology or anatomy and the device. This resulted in a mild injury which can be treated with minimal or no intervention. Eua#: (B)(4).